Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. The patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with a small level of ketones, which does not meet the animas criteria for an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2017 with the following findings: during investigation, the black box showed one unexplained pump reboots observed. There was no moisture or corrosion observed in the battery compartment. The battery cap was not returned. The test battery cap was able to attach to the pump and maintain electrical connection. The pump booted to the verification screen with audible and vibratory features. The pump completed a 24 hours duration testing with no pump reboots duplicated. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during testing. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).